Event description:
It was reported that this pacemaker exhibited a possible undersensing for its right atrial (ra) channel, which resulted in it registering possible ventricular tachycardia (vt) events. Technical services (ts) was consulted and discussed available programming settings, with an in clinic visit recommended so device sensing could be optimized. This pacemaker remains in service. No adverse patient effects were reported.